Event description:
The customer reported they are experiencing intermittent spo2 dropouts and readings. No patient impact or consequences have been reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed a cut on the outer jacket along the length of the cable. The cable failed continuity testing as multiple conductors were cut in two which caused multiple open connections. When connected to a monitor and sensor readings could not be provided.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they are experiencing intermittent spo2 dropouts and readings. No patient impact or consequences have been reported.